Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4) which was returned for normal maintenance, it was discovered that the unit will not power up. The last patient to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval a flash failure was found at pin a23 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any problems.